Event description:
A us distributor returned monitor (B)(4) and reported that the monitor delivered a monophasic pulse during testing.

Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (monophasic pulse) is being investigated. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monophasic pulse) was confirmed. Upon investigation the monitor failed a pulse test. The monitor's electrode belt receptable was physically damaged, which pinched the pulse wire in the connector. The pinched wire in the connector caused the pulse test failure. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a monophasic pulse during testing.